Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had product performance anomaly. Additional information indicated that the patient had phrenic nerve stimulation and was unable to reprogram despite many attempts. The physician then implanted a new lv lead to avoid the stimulation. This lv lead was surgically abandoned. No additional adverse patient effects were reported.